Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported with the description of intraocular lens (iol) was opened but not used due to leading haptic issues. Additional information has been received and stated that the procedure was completed on the same day. There was no patient contact.